Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the pts. At this time, no add'l info was available, add'l info has been requested.

Event description:
Literature: vaarala mh, tammela tl, perttila I, luukkonen p, hellstrom p. Sacral neuromodulation in urological indications: the finnish experience. Scand j. Urol nephrol. Feb 2011; 45(1):46-51. Summary: the authors retrospectively evaluated 180 tests pts, 74 of whom underwent permanent implantation of a sacral stimulator for urgency-frequency syndrome (45 pts) including overactive bladder with or without incontinence, non-obstructive urinary retention (22 pts), and painful bladder/interstitial cystitis (7 pts). Trial tests were performed between (B)(6) 1996 and (B)(6) 2009 and implantations between (B)(6) 1997 and (B)(6) 2009. Significant improvement was noted in the mean urinated volumes and number of daily urinations, as well as in the number of catheterizations in urgency-frequency syndrome and urinary retention, respectively, following implantation. Surgical revision was required for 15 pts (20.3% of implanted pts). Reportable events: the authors reported that revision after neuromodulator implantation was required in 15 pts. The mean time to revision was 22 months. Nine revisions were performed owing to loss of response, two revisions to pain in the implant area and loss of response, two cases to suspicion of electrode malfunction and two revisions to infection. The electrode was inserted in the opposite sacral foramen in four cases, in different foramen in four cases, and in both the opposite side and different foramen in one case. The electrode was changed in the same foramen in one case, the ipg and connecting cable were changed in one case, the electrode cable was changed in one case, and the ipg and electrode were removed in three cases. After revision, improvements were noted in four cases, temporary improvements were noted in four cases and no improvement was noted in five cases. Two revision operations were performed in four pts. Ipg changes due to battery depletion were carried out in five pts.